Event description:
The patient contacted animas on (B)(6) 2012 alleging blood glucose (bg) excursions spanning from a low of 68 mg/dl with shakiness and heart palpitations to a report of "high" (over 500 mg/dl) displayed on the meter accompanied by labored breathing. The patient reported that the low bg was treated with consumption of juice and the high bg was treated with an 8 unit syringe bolus of novalog insulin and change of the site/set. The patient reported that when the site/set was changed, the cannula was not bent. The patient reported that her bg responded to the novalog injection and was brought down to within normal limits. The patient reportedly has medical conditions and takes medications to include thyroid disease, hypertension, asthma and gastroparesis. It was noted that although the patient stated she changed the site/set every 2-3 days per instructions for use, the prime history in the pump revealed the site/set/cartridge was being changed every 4-5 days which is in excess of the time the site/set/cartridge should be used before being changed. It is, therefore, possible that the extended use of the site/set/cartridge could be a contributing factor in the patient's bg excursions. This complaint is being reported because the patient experienced bg excursions and was noted to change the site/set/cartridge as instructed for proper use.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors or alarms associated with the complaint observed in the pump history or in the black box. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.